Event description:
I was using the product daily to heat a shoulder injury (laying it open upon my shoulder). The onto it, it began to heat. Either way, this product does not have a self-shut down when it gets too hot, and there is no way that it should begin to burn and melt. There was a warning to not "bend it", although I had no idea it would self-ignite. I've had to discard my mattress and sheets and comforter, and am experiencing some stress responses to waking up in the middle of the night with my bed on fire. I have learned to unplug everything. I had another heating pad for my back in the bed, plugged in, and that product turns off when getting too hot (even though I turn them both off before sleep). (B)(4).